Event description:
Pt had an augmentation mammoplasty approx 18 yrs ago. On 4/26/96 pt suffered a bilateral capsular contraction and rupture of the right silicone implant. Open capsulotomy; removal of implant and implant material and exchange of implants was performed.